Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead. The patient was stable and will continue to be monitored.